Event description:
Additional information: a CT scan was peroformed which was negative for stroke. A carotid ultrasound before the lvad was transplanted showed moderate atherosclerosis with 50-69% stenosis of the right proximal carotid artery. Electromyography showed mild neuropathy and electroencephalogram showed no evidence of seizures. The etiology was unclear and it is suspected there was multifactorial dehydration or small stroke. The patient could not get an MRI of the brain due to the lvad.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. Additionally, the submitted log file recorded no unusual events. The pump speed remained above the low-speed limit for the duration of the log file and the log files appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The hm3 lvas IFU lists thromboembolism and stroke as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The weight and gender of the patient are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files showed concerns for a possible clot. The patient was admitted with stroke like symptoms.